Manufacturer narrative:
The suspect caster was returned to the manufacturer for evaluation. Testing found a mechanical issue.

Event description:
A medtronic representative reported that the imaging system x-stage cover was damaged, the batteries required replacement, along with one of the casters. This was discovered during routine maintenance. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect caster was returned to the manufacturer for evaluation. Testing found a mechanical issue.